Event description:
It was reported that the patient¿s household member called to report that the patient received a shock and the shock felt like thunder. The patient had pressed on the implantable cardioverter defibrillator (ICD) when the shock occurred. Follow up attempts with the patient¿s healthcare provider yielded no further information as the patient has not seen the follow-up physician on record since device implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.